Event description:
On 3/12: customer reports table movement stopped working. No reported injury.

Manufacturer narrative:
Field service engineer troubleshot system, to find the wire harness had been sliced in half and also had several smaller cuts throughout the wires. Fse repaired the wire harness and table is operational. Fse verified correct table function per service manual 404954. System returned to full service by the customer.